Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (s/n: (B)(6)) revealed that the conductors were broken; at the distal end of the lead. D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977c265, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient reported they were not feeling the stimulation like they should and the issue began a couple weeks ago. Patient stated they were getting the settings not available message on their controller; patient mentioned that they get the error on every group that they try. Patient noted that the error pops up every time they try to adjust their stimulation but that they have been trying to work with it. Patient mentioned that they would get a little on a group but then they don't get anything after getting it to go high and that they haven't had the stimulator for a couple weeks now. During the call, agent walked patient through resetting the controller. Patient confirmed that their stimulation was on. Patient attempted to increase their intensity, but they were unable to do so due to error message popping up. The issue was not resolved. Agent sent an email to the field.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant devices are: product ID 977c265 serial# va27xft045 implanted: (B)(6) 2022. Explanted: (B)(6) 2025. Product type lead analysis of the lead (s/n: (B)(6) revealed that there was corrosion was observed at the distal end on conductors #0, #3, #4, #10, and #14.. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that impedances on electrodes 0,1,2,6,7,8,9,12,13,14,15 are all avoid. The patient had a loss of stimulation and settings not available message so the rep attempted to work around the high impedances to give the patient therapy with new programming. There was no fall or injury to cause the problem and the patient was going to have a consult for a total revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the system was explanted.